Event description:
The programmer was returned with a note to upgrade and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lower case broken, so it was replaced, that the overlay was cracked, so the overlay/bezel assembly was replaced and the stylus calibrated, that the system fan was noisy, so it was replaced and that a electrocardiogram (ECG) connector on the link electronic module (lem) board was loose, so the lem board was replaced and calibrated. Product ID 2067 radio frequency programmer head; product ID 229047 software analyzer.